Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. H3 other text: device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using lyumjev insulin with the pump. Tandem customer technical support informed customer that lyumjev is off-label per the user guide. Additionally, the insulin gauge was reported inaccurate. There was no reported adverse effect to the customer's blood glucose level. Customer changed cartridge and infusion set to address the issues.